Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5054 implantable pacing lead (B)(6) 2008; 5554 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient experienced symptoms described as pacemaker syndrome with either atrial or ventricular pacing. The thresholds were appropriate. The implantable pulse generator (ipg) settings were adjusted. The device remains in use and no patient complications have been reported as a result of this event.